Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was able to reload the same cartridge with assistance from technical support.